Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle device referenced is filed under a separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of calcified common femoral arteries using the pre-close technique via an 8f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, the first prostyle device attempted in the right common femoral artery (rcfa) had a cuff miss occur when the plunger was pushed in the 10 o'clock position. The sutures of two new prostyle device were successfully pre-placed in the rcfa. An attempt was made with a prostyle device in the left common femoral artery (lcfa); however a cuff miss occurred when the plunger was pushed in the 10 o'clock position. The sutures of two new prostyle device were successfully pre-placed in the lcfa. The sheath was upsized to a 22f in the rcfa and a 14f in the lcfa. The evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures in both the rcfa and lcfa. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.